Event description:
After opening room a hair was found in basin after contents had been placed on table which contaminated everything. Had to flash instruments from zimmer rep set because there were no more of those sets available. FDA safety report ID# (B)(4).